Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to authenticate. A technical support specialist did the password reset and helped users with a temporary password. A technical support specialist confirmed that the user successfully updated their password. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, login issue and displayed an error message "unable to authenticated". The customer was not able to provide medication and it affected patient care. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.